Manufacturer narrative:
The product has been returned and analysis is underway. A supplemental report will be issued upon completion of laboratory analysis. (B)(4) was applied to capture the reportable event of surgery.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, this crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Analysis determined the first recorded instance of code 1003 occurred on (B)(6)2020. As such, the event date has been modified from (B)(6) 2020 to (B)(6)2020 accordingly. Please note: patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, this crt-d was explanted and replaced. No additional adverse patient effects were reported. This crt-d has been returned, and analysis has been completed. This report has been updated with the product investigation results.